Event description:
It has been reported to the co that upon opening the packaging of this device it was noted that the pouch was not sealed, thus affecting the sterility of the product. There was no pt involvement. The device is being returned for co's analysis.